Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number available?

Event description:
It was reported that the patient underwent an emergency surgery on an unknown date and suture was used. The doctor prepared the suture and opened all the devices and sutures. When the doctor used the suture in the incision and organ, the suture was broken. The doctor ordered a new suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The following additional information was received: how many sutures broke during the second procedure? 6ea. Note: additional events were reported via 2210968-2019-81481, 2210968-2019-81479, 2210968-2019-81478, 2210968-2019-81477 and 2210968-2019-81476.

Manufacturer narrative:
(B)(4). The following additional information was obtained: